Event description:
It was reported by a physician that they may have a patient with potential vns lead break. Additional information was received that the nurse practitioner had observed high impedance on (B)(6) 2016 for a patient who had recently undergone generator replacement on (B)(6) 2016. X-rays were taken but the cause of high impedance was not identified. Patient underwent surgery on (B)(6) 2016. During the surgery, the surgeon had attempted multiple pin re-insertions and this did not resolve the high impedance. No fractures can be visualized in the lead body but the lead was revised. The generator was removed from pocket and placed on the table. After the lead was revised, the generator was connected to the new lead. Diagnostics showed that the impedance was within normal limits. The explanted lead has not been received to date.